Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic region'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: urinary tract; yeast and uterine') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii (patient got pregnant with iud ( mirena ) and was forced to have an abortion.) In 2010, gravida I on (B)(6) 2009, multigravida, gallbladder removal, parity 2 (((B)(6) 2009, (B)(6) 2011)), c-section, nicotine dependence, gerd, seizures, cardiac valve disease, eye operation, learning disability and bipolar disorder. Previously administered products included for an unreported indication: iud and mirena. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract; yeast and uterine"). In (B)(6) 2011, the patient experienced acne ("rashes or skin conditions type: acne, hives and rashes"), rash ("rashes or skin conditions type: acne, hives and rashes") and urticaria ("rashes or skin conditions type: acne, hives and rashes"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract; yeast and uterine"). In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). In (B)(6) 2012, the patient experienced arthritis ("autoimmune disorder type of disorder: arthritis and carpel tunnel") and carpal tunnel syndrome ("autoimmune disorder type of disorder: arthritis and carpel tunnel"). In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 2 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced neuralgia ("pain back pain from nerve damage"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and depression"), depression ("psychological or psychiatric problems condition: anxiety and depression"), toothache ("dental problems"), obesity ("obesity") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with paracetamol (tylenol), topiramate (topamax) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine infection, abortion spontaneous, pregnancy with contraceptive device, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea, dyspareunia, anxiety, depression, arthritis, carpal tunnel syndrome, acne, rash, urticaria, migraine, headache, toothache, allergy to metals, weight increased, alopecia, neuralgia, obesity and mood swings outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, acne, allergy to metals, alopecia, anxiety, arthritis, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, headache, migraine, mood swings, neuralgia, obesity, pelvic pain, pregnancy with contraceptive device, rash, toothache, urinary tract infection, urticaria, uterine infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff experienced two episodes of pregnancy with essure first pregnancy episode dated (B)(6) 2012 captured under case this case and second pregnancy episode dated (B)(6) 2015 is captured under the case 2021a248660. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. It was closed, and no way for me to get pregnant.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic region'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: urinary tract; yeast and uterine') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (patient got pregnant with iud ( mirena ) and was forced to have an abortion.) In 2010, pregnancy on (B)(6) 2009, multigravida, gallbladder removal, parity 2 (((B)(6) 2009, (B)(6) 2011)), c-section, nicotine dependence, gerd, seizures, cardiac valve disease, eye operation, learning disability and bipolar disorder. Previously administered products included for an unreported indication: iud and mirena. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract; yeast and uterine"). In november 2011, the patient experienced acne ("rashes or skin conditions type: acne, hives and rashes"), rash ("rashes or skin conditions type: acne, hives and rashes") and urticaria ("rashes or skin conditions type: acne, hives and rashes"). In june 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract; yeast and uterine"). In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). In december 2012, the patient experienced arthritis ("autoimmune disorder type of disorder: arthritis and carpel tunnel") and carpal tunnel syndrome ("autoimmune disorder type of disorder: arthritis and carpel tunnel"). In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"), 2 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced neuralgia ("pain back pain from nerve damage"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and depression"), depression ("psychological or psychiatric problems condition: anxiety and depression"), toothache ("dental problems"), obesity ("obesity") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with paracetamol (tylenol), topiramate (topamax) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on 18(B)(6) 2020. At the time of the report, the pelvic pain, uterine infection, abortion spontaneous, pregnancy with contraceptive device, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea, dyspareunia, anxiety, depression, arthritis, carpal tunnel syndrome, acne, rash, urticaria, migraine, headache, toothache, allergy to metals, weight increased, alopecia, neuralgia, obesity and mood swings outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, acne, allergy to metals, alopecia, anxiety, arthritis, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, headache, migraine, mood swings, neuralgia, obesity, pelvic pain, pregnancy with contraceptive device, rash, toothache, urinary tract infection, urticaria, uterine infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff experienced two episodes of pregnancy with essure first pregnancy episode dated ??-(B)(6) 2012 captured under case this case and second pregnancy episode dated (B)(6) 2015 is captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2013: result: total bilateral occlusion. It was closed, and no way for me to get pregnant.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2021: mr received. Removal details , reporters, medical history were added. Uterine infection become serious event . Event pregnancy with contraception seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain pelvic region"), uterine infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract; yeast and uterine") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of gravida ii (patient got pregnant with iud ( mirena ) and was forced to have an abortion.) In 2010, gravida I in 2009 and bipolar disorder, learning disability, eye operation, cardiac valve disease, seizures, gerd, nicotine dependence, c-section, parity 2 (((B)(6) 2009, (B)(6) 2011)), gallbladder removal and multigravida. Previously administered products included: mirena and iud nos for an unknown indication. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011 she experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract; yeast and uterine"). In (B)(6) 2011 she experienced acne ("rashes or skin conditions type: acne, hives and rashes"), rash ("rashes or skin conditions type: acne, hives and rashes") and urticaria ("rashes or skin conditions type: acne, hives and rashes"). In 2011 she experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012 she experienced alopecia ("hair loss"). In (B)(6) 2012 she experienced abortion spontaneous (seriousness criterion medically important) and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). In (B)(6) 2012 she experienced arthritis ("autoimmune disorder type of disorder: arthritis and carpel tunnel") and carpal tunnel syndrome ("autoimmune disorder type of disorder: arthritis and carpel tunnel"). In 2012 she experienced uterine infection (seriousness criteria medically important and intervention required) and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract; yeast and uterine"). In 2013 she was found to have weight increased ("weight gain"). On (B)(6) 2014 she experienced allergy to metals ("nickel allergy"). In (B)(6) 2016 she experienced neuralgia ("pain back pain from nerve damage"). Essure was removed on (B)(6) 2020. An unknown time later she experienced anxiety ("psychological or psychiatric problems condition: anxiety and depression"), depression ("psychological or psychiatric problems condition: anxiety and depression"), toothache ("dental problems"), obesity ("obesity") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with topamax (topiramate) and tylenol [paracetamol] as well as surgery (total laparoscopic hysterectomy with bilateral salpingectomy.) At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, acne, allergy to metals, alopecia, anxiety, arthritis, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, headache, migraine, mood swings, neuralgia, obesity, pelvic pain, pregnancy with contraceptive device, rash, toothache, urinary tract infection, urticaria, uterine infection, vulvovaginal mycotic infection and weight increased to be related to essure administration. The reporter commented: plaintiff experienced two episodes of pregnancy with essure first pregnancy episode dated (B)(6) 2012 captured under case this case and second pregnancy episode dated (B)(6) 2015 is captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2013: result: total bilateral occlusion. It was closed, and no way for me to get pregnant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.